Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging from 44-59 mg/dl. The cause of the low bg was unknown. The customer attempted to address their low bg by consuming glucose tablets and then went to the emergency room (ER) where they were subsequently hospitalized and given a CT scan. The customer could not clarify if any other treatment was given to resolve their low bg. The customer was released from the hospital on (B)(6) 2022. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.